Event description:
About an hour into the procedure it was identified that the coating on the device tip was peeling/flaking/chipping. The device was swapped out to complete the case. No patient impact or injury.

Manufacturer narrative:
(B)(4). Eval, method: product scheduled for return but not received by manufacturer for inspection. Eval, results: product scheduled for return but not received by manufacturer for inspection. Eval, conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4)investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 3.0p product number: ps210-030p lot number: fl50786679 expiration date: 2017-02-01 quantity returned: 1 testing performed: device packaging inspection: plasmablade¿ 3.0p received inside a padded mailer envelope with no packaging to fill the negative space and within a single clear plastic bag and then within a biohazard bag. No original packaging was returned therefore it is not possible to confirm the device information against the information that is listed within gch nor is it possible to confirm the device that was sent back as the reported complaint device. No paperwork was included. Device visual inspection: device appears used with blood on body, handle, cord and suction tubing with charring of the electrode. Device cord and saline tubing has been cut off the device which impedes functional inspection, figure # 1. There is no evidence of the electrode coating peeling, figure # 2 and figure # 3. Both cut and coag buttons have a definitive tactile feel. Functional inspection: functional inspection was not possible as the device cord was cut off the device which impedes functional inspection. Lhr review: a review of the lhr for lot # fl50786679 revealed: 20.3.6 ¿ sub assembly ¿ functional testing ¿ firing ¿ 1 scrap device investigation conclusion: the complaint is not confirmed for the ¿peeling coating ¿ weak cut and coag¿ issues that was reported in the complaint description. The device was unable to be tested for functionality, performance as well as reproduced within the laboratory environment as functional inspection was impeded because the device cord was cut off the device. The device electrode was examined for the peeling coating issue and there was no evidence that the teflon coating was peeling off the device electrode. The electrode edge shows evidence of use with eschar build-up yet there is no indication of the electrode coating peeling. The complaint will be tracked and trended within gch. (B)(4).

Event description:
About an hour into the procedure it was identified that the coating on the device tip was peeling/flaking/chipping. The device was swapped out to complete the case. No patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.